Manufacturer narrative:
One opened contact lens case was received for lot # j001wlv which contained two lenses. Lens # 1 and lens # 2 meet company standards for base curve, center thickness, and diameter. A visual inspection revealed no visible attributes. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Product not received.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) called to report a diagnosis of od corneal ulcer while wearing the acuvue® oasys with transitions¿ brand contact lens (cls). On (B)(6) 2021 the pt reported a burning sensation and redness od after 2 days of cls wear. On removal of the suspect lens, the pt noticed ¿2 small white spots¿ and photosensitivity. The pt noted the middle of the od suspect lens was faded. The pt went to hospital on (B)(6) 2021, diagnosed with the od corneal ulcer and prescribed optive fresh. The pt reported daily cls wear with a 7 to 8-day replacement schedule. No additional medical information was provided. On (B)(6) 2021 the pt provided additional information. The pt reported an od corneal ulcer diagnosis and advised the 2 corneal ulcers were visible to the naked eye, just above the pupil. The pt was prescribed optive ud as needed for discomfort. The od feels 90% better and the ¿white spots¿ are no longer visible. The pt still has complaints of burning, redness and photophobia od. The eye care provider (ecp) advised the pt if the od was not better in 1 week to return for a follow-up visit. The ecp also advised the pt not to return to cls wear until the od feels 100% better. The pt agreed to provide the treating ecp contact information via email. On (B)(6) 2021 additional information was provided by the pt. The pt returned to acuvue® oasys with transitions¿ brand cls without further issue. On (B)(6) 2021 additional information was provided by the pt. The pt went to an ecp with a family member and had the ecp ¿unofficially¿ look at the od. The ecp advised the pt to use lubricating drops and advised the pt it was a corneal ulcer. No formal eye exam was performed, and no medical information was documented in the pts medical record. The pt refused to provide the ecp contact information. The pt did not wear cls for 20 days but is ¿gradually returning to cls wear¿ without symptoms. No additional medical information has been received. This od event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pts ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001wlv was produced under normal conditions. The suspect od cls was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.